Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d9.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) system experienced overheating. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse noted that the issue could not be reproduced. It was considered possible that the compressor had been temporarily overloaded or overheated due to an external factor. Since the operating time was close to 5,000 hours, the fse recommended replacing the compressor. Operation was verified based on the inspection record sheet, and it was confirmed that the equipment was in good working order.